Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Protectors p50 is fixed on cyclophosphamide endoxan baxter vials. There were no issues in the past but here, preparators were surprised that the protector was more flexible and when the vial doesn't stay in place and was laid, there was a small leakage and never in the past was a similar event. When did the incident occur? During use internal comments is there a change in raw material explaining why the portector is less attached. The customer would like to make a trial with phaseal optima because thre is a seal in more between the vial cap and the protector phaseal optima. Additional information: response received on 04-apr-2024 - did the defect result in serious injury? No - did the treatment plan need to be changed as a result of this incident? No - was medical intervention required as a result of this incident? No - were any other actions necessary as a result of this defect? No - have caregivers been exposed to blood? No app. On the other hand, there is a risk of chemical exposure by the manipulators (production in pharmacies). The use of the phaseal system was chosen to avoid chemical exposure of the handlers. If the system is faulty, the risk of chemical exposure is present.

Event description:
Protectors p50 is fixed on cyclophosphamide endoxan baxter vials. There were no issues in the past but here, preparators were surprised that the protector was more flexible and when the vial doesn't stay in place and was laid, there was a small leakage and never in the past was a similar event. When did the incident occur? During use. Internal comments is there a change in raw material explaining why the portector is less attached. The customer would like to make a trial with phaseal optima because thre is a seal in more between the vial cap and the protector phaseal optima. Additional information: response received on 04-apr-2024. Did the defect result in serious injury? No. Did the treatment plan need to be changed as a result of this incident? No. Was medical intervention required as a result of this incident? No. Were any other actions necessary as a result of this defect? No. Have caregivers been exposed to blood? No app. On the other hand, there is a risk of chemical exposure by the manipulators (production in pharmacies). The use of the phaseal system was chosen to avoid chemical exposure of the handlers. If the system is faulty, the risk of chemical exposure is present. The protector is fixed manually.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: two photos were provided to our quality team for investigation. Through visual inspection, the protector is observed to be incorrectly assembled onto the vial. A device history review was performed for reported lot 2304111, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Retained samples of the reported lot were used for additional evaluation. Functional testing was performed, connecting the protectors to a vial, injector, and syringe per the instructions for use provided with the product. All protectors were properly connected, liquid could move through the system without issue and no leakages occurred. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device. Results were reviewed for lot 2304111, no incidents were identified and all quality processes were carried out without issue. Based on our investigation, we are not able to identify a root cause related to the manufacturing process at this time. The protector must be attached completely vertical to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.